Event description:
The pt reported blood glucose results of "154 mg/dl and 118 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The control solution was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.